Event description:
It was reported to medtronic minimed that the customer could not complete the load reservoir process and also reports insulin was leaked out of pump when reservoir was taken out. The customer experienced hyperglycemia with the blood glucose value of 25 mmol/l and was treated with manual injection/insulin pen. The event involved product(s) mmt-1885. Troubleshooting was performed for high blood glucose. Customer had been used the insulin pump system within 48 hours of reported event. The automode feature was not active at the time of reported event. Troubleshooting was performed for reservoir & tubing/set process. Customer did not receive complete status with next highlighted on the screen. Instructed customer that pump will be replaced. Troubleshooting was partially performed for pump exposed to fluid and customer states there was fluid in the reservoir compartment. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The thus/thump was utilized and downloaded trace/history files properly. On the event date of 25-feb-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 6.6 u and dailytotalofbolusinsulindelivered = 21.45 u which is equal to the dailytotalofallinsulindelivered = 28.05 u. All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the event date of 25-feb-2025, these pump error(s)/alarm(s) were noted: three no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 at 21:38:54.000, 21:39:49.000 and 21:41:53.000 during bolus and fill cannula deliveries. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The load reservoir feature functioning properly. The ¿complete¿ status with ¿next¿ highlighted on the screen functioning properly. Pump primed properly during testing. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor, internal battery, keypad assembly, battery tube and vibrator; however, found dried insulin on the motor slide. The force sensor offset measured within spec range during testing (23.3 mv). The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and scratched case during the visual inspection. Unable to verify customer alleged for high bg. Customer alleged for pump unable to exit the "load reservoir" process, no ¿complete¿ status with ¿next¿ highlighted on the screen and prime/fill anomaly was not confirmed. Pump expose to moisture damage on the motor slide (dried insulin). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.